Event description:
A falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). Then, the sample was repeated on the same instrument and on an alternate atellica ch 930 analyzer and the sample recovered higher than the initial result. The repeat results were matching, and the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00288 on 02-dec-2021. Additional information (08-jan-2022): the affected sample was identified as (B)(6) and the gender of the patient was male. It was further clarified that the customer questioned the initial result and reported the repeat result of 2.9 mg/dl to the physician(s). Siemens further investigated the issue and observed several process errors on the instrument on 08-nov-2021. Quality controls were within acceptable ranges on the day of the event. In addition to the service actions reported in the initial report, the customer service engineer (cse) also replaced reaction cuvettes. Pre-analytical variables, sample specific, impellers, and reaction cuvettes issues potentially contributed to the falsely low crea_2 result. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside us customer contacted a siemens customer care center and reported that different creatinine 2 (crea 2) results were obtained on an atellica ch 930 analyzer. Siemens reviewed instrument log files and determined that the analyzer did not produce any error messages at the time the affected sample was introduced. Siemens also reviewed autocheck data and determined that there were no issues. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed a full atellica test protocol (atp) and the results for 3 reagent mixers (rmix) did not recover acceptably. As a result, the cse replaced and aligned the mixer motor and impeller. Then, the cse repeated the atp and rmix results recovered within ranges. Next, the cse ran a precision study and quality control (qc) for several analytes, which recovered acceptably for crea 2. The cause of the different crea 2 results is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
A patient sample was initially processed for creatinine 2 (crea 2) on an atellica ch 930 analyzer, and the sample recovered at 0.92 mg/dl. Then, the sample was repeated on the same instrument and on an alternate instrument and the sample recovered higher. It is unknown if any of these results were reported to the physician(s). The correct result for this sample is unknown. There are no known reports of patient intervention or adverse health consequences due to the different crea 2 results.